Event description:
It was reported the lead exhibited high impedance and loss of capture that suggested lead conductor break. The device remains implanted. No intervention or patient symptoms were reported.

Manufacturer narrative:
(B)(4).